Event description:
Reporter states patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 8.4 inr. The customer was experiencing rectal bleeding at the time of the 5.5 inr result and was sent to the hospital where she was admitted and remains at this time. No treatment information provided. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.